Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), batch: 4579200. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported one of the patients 2 leads displayed high impedances preventing the patient from entering MRI mode.. As a result, surgical intervention was undertaken wherein the lead was explanted to address the issue. Investigation was unable to determine which lead was at fault. No new lead was implanted.